Manufacturer narrative:
This device has not been returned, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. A technical service consultant, reviewed the available device data, confirmed premature battery depletion, and recommended a device replacement. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. Besides surgical intervention, no additional adverse patient effects were reported. The device is expected to be returned for analysis.